Manufacturer narrative:
The pressure monitoring set involved in this case was not received by our product evaluation laboratory for a full evaluation since it was discarded at hospital. However, two images were provided, the pictures showed the dpt and vamp flex system, the reported failure was unable to be observed in the pictures. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Further investigation was performed at the manufacturing site, evaluation results revealed that the reported event was unable to be confirmed. According to the available information, there are manufacturing controls to avoid potential causes related to the reported issue such as: visual inspection and continuous monitoring sampling. Based on this assessment, a definite root cause was unable to be determined. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. No further action is required at this time, however, edwards will continue to review and monitor all events.

Event description:
As reported, during use in patient, this disposable pressure transducer with vamp system, the pressure tubing got loose and disconnected at the stopcock luer. There was a minimal blood loss (less than 50ml). No additional intervention was needed due to the blood loss. There was no allegation of patient injury.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.